Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not staying charge long and the battery has been rapidly declining. Device malfunction was suspected. The physician recommended ipg replacement. No further course of action will be taken at this time.